Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device was received with the clamp arm broken. No pieces were missing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap colon procedure, a part was loose from the instrument. It did not fall into the patient. Take new instrument. There was no adverse patient consequence.